Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of an s3: system fault alarm and an f2: flow signal interrupted alarm were both confirmed via the log file. The log file captured the system operating around the set speed on (B)(6) 2025. An f2: flow signal interrupted alarm was observed on (B)(6) 2025, and the patient¿s flow value was observed to drop to 0 liters per minute (lpm) at this time. Several more f2 and f3: flow below minimum alarms were intermittently observed throughout the data, as the patient¿s flow values fluctuated from 0 ¿ 3.1 lpm throughout the remainder of the data, but remained at 0 lpm throughout most of the remainder. The low flow values did not prevent the system from operating around the set speed throughout the data. One s3: system fault alarm was also observed on (B)(6) 2025 which correlated to a flow-related sub-fault. The alarm was muted and remained active throughout the remainder of the data. No other notable events were observed. The returned centrimag console (serial number (B)(6) was functionally tested at the service depot and was found to perform as intended. The serviced and tested console was returned to the customer site after passing all tests per procedure. Questions regarding the event were asked multiple times and no responses were received. The root causes of the reported events were unable to be conclusively determined through this analysis. However, available information for this event suggests that the patient¿s condition at the time of the event may have contributed to the cause of the alarms. Review of the device history record for centrimag 2nd gen. Primary console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 and flow-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information has not yet been provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was on veno-arterial extracorporeal membrane oxygenation (va ECMO) support and was unstable due to bleeding secondary to complications following a c-section. The patient was placed on ECMO during the night shift and a s3 alarm appeared, along with a flow interrupted alarm. Both alarms were unable to be cleared. Due to the patient's instability, they were not switched to the backup system. The team turned on the backup system so they were able to measure flows on the backup console to ensure they were achieving the highest flows possible given the patient's condition. The patient expired during the day shift, which was reported to have been unrelated to the alarms on the centrimag. The patient outcome was related to the uncontrolled bleeding and irrecoverable organ failure.